Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a symbiq pump. The option-lok male adapter of the tubing set was connected to a clave port of another primary symbiq tubing set. It was reported at the completion of the medication delivery while the nurse was disconnecting the option-lok male adapter of the tubing set from the clave port, the option-lok male adapter broke off and remained lodged in the clave port. An unspecified volume of the chemotherapeutic agent leaked on the arm rest of the chair and on to the floor. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).